Manufacturer narrative:
(B)(4) "needle broke." The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchoscopy procedure. According to the complainant, the doctor experienced difficulty advancing and retracting the needle past the sheath during the procedure. While inside the patient, the needle then broke inside the sheath. The needle remained within the sheath and the entire device was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual and functional analysis of the returned excelon tbna needle did not reveal any issues consistent with the reported complaint incident that the needle was broken; the needle was attached to the sheath, was not broken, and could extend and retract when the handle slide was actuated. However, the analysis did reveal that the outer catheter was separated from the handle. Residue of adhesive was found on the proximal tip of the catheter and the handle indicating that adhesive was applied during manufacturing. The investigation reported that during manufacturing, these devices are 100% inspected for functionality and integrity. Therefore, the separation was likely caused by anatomical or operational factors encountered during the procedure, and "operational context" is the most probable root cause for the detached catheter.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchoscopy procedure. According to the complainant, the doctor experienced difficulty advancing and retracting the needle past the sheath during the procedure. While inside the patient, the needle then broke inside the sheath. The needle remained within the sheath and the entire device was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.